Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the site was having difficulties communicating with vns pts devices. It was reported that the interrogation would not complete and would "lock up". Troubleshooting was performed, and they could not narrow down the problematic device. The programming system is expected to be returned to MFR for analysis.